Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case's left corner and the side corner were badly broken, also bottom case in battery compartment and right plunger case were cracked. Plunger head is cracked by all screws. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2011. Combination of old-style motor bracket, worm gear, also leadscrew and clutch halves were found old, dirty and worn out which is the causing of motor rate error intermittently. Actions taken to mitigate the reported issue: replaced broken guide, barrel clamp rod and tapered spring, cracked left and right plunger case, worn plunger cable, cracked top case and bottom case, upgraded power receptacle, worn worm coupling and gear, motor and motor mount, worn leadscrew, right and left clutch and clutch spring, worn square shaft, added cable guard. Cleaned, greased and recalibrated. Performed functional test and occlusion test which were passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury was reported.